Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery, failed battery test and off no power. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. Customer received failed battery test after troubleshoot and also stated that customer states they did receive a low battery alert prior to the off no power alert. The insulin pump will not be returned for analysis.